Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to improve stimulation and the pt experienced rib and abdominal stimulation. Diagnostic testing revealed impedance readings were within normal limits. X-rays were taken but did not reveal any anomalies. The pt stated he has fallen 3 times since his scs system was implanted. The physician believes the rib and abdominal stimulation may be caused by swelling from the implant surgery as well as the pt's falls. Additional reprogramming is to take place at a later date as the next course of action.